Event description:
As reported under the echpher pms registry, this patient is reported to have experienced a restenosis of a cypher stent approximately 1-1.5 years post-implant. Conflicting information has been received from the account. As such, both of the cypher stents that have been implanted into this patient are being reported as restenotic events.